Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient called and stated "my battery is low and needs to be replaced after only four years". It was further reported that the device was removed and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called and stated "my battery is low and needs to be replaced after only four years". It was further reported that the device was removed and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.